Manufacturer narrative:
This report is for two (2) unknown dynamic locking screws/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient fell and suffered a fracture just proximal to the initially implanted distal femur plate construct and lead to the removal and revision of one (1) distal femur plate and eleven (11) dynamic locking screws (dls), and the patient was further revised to a synthes retrograde / antegrade intramedullary (im) nail on (B)(6) 2017. The fracture was just proximal to the distal femur plate. While removing the plate and screws, all but two (2) of the dls were removed easily. The two (2) most proximal dls would not come out and kept spinning in their hole. A locking driver was used to remove these screws, and it was noted that only the locking head and shaft with no threads came out. An unknown screw removal set was used to remove the still embedded threads from the femur. The most proximal screw was in the fracture line and when the surgeon used an unknown conical screw extractor, the threads were forced into the adjacent soft tissue. After multiple attempts by the surgeon to remove the threads from the soft tissue, the surgeon decided to leave the threads in the patient. The second thread set would not be removed without using the hollow reamers. The removal of the screws / threads caused a 45 minute surgical delay and multiple c-arm images were taken. The surgery was however reported to be completed successfully and the patient is in stable condition. Concomitant devices reported: dynamic locking screws (part # unknown, lot # unknown, quantity # 9). Distal femur plate (part # 02.124.412m, lot # unknown, quantity # 1). This complaint involves 2 (two) unknown dynamic locking screws. (B)(4).

Manufacturer narrative:
The implants were not returned. X-rays provided were evaluated and the complaint of broken was confirmed. Upon visual inspection, it was noted the photo shows the head with stem was removed from the patient and the distal end shows the broken weld that connected the stem to the sleeve. The x-ray shows the retained sleeve. This complaint in confirmed. Whether this complaint could be replicated is not applicable due to the complaint condition. A drawing review could not be performed as the part numbers are unknown. No DHR review could be performed as the part and lot numbers are unknown. Reporting the recall number to be conservative since we don't know when the devices were manufactured/implanted and may be related to the recall. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.